Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty the surgeon could not insert it into tibia baseplate firmly. Subsequently, another surface was used to complete the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. UDI: (01)00889024207967. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part found damage to the distal side. The dovetail feature is flared out on both the sides. Dimensional evaluation indicates that the part conforms to the measurable print specifications. DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.